Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed 10mg of prednisone for 14 days. The recipient is reportedly doing well and remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a loss of residual hearing. The recipient was prescribed steroids, however, no improvement was observed. The recipient is reportedly doing well with the device.